Manufacturer narrative:
January 22, 2010. This event concerns a device that was manufactured and used outside the united states. Results: the origin of the reported event could not be identified. No anomaly in device's operation was identified. (B)(4). Conclusion: the origin of the reported event could not be identified, but no anomaly in device's operation was identified. Reportedly, there was no pt issue, and the threshold test could be performed in a different configuration that the one initially chosen. Nevertheless, the complaint report mentioned this was the second occurrence of such an event (for the first case, no file could be retrieved). Therefore, the recurrence of similar event should be reported: pt files and log files for the follow-up when the event occurred, and also for the previous one, will have to be retrieved for analysis. Any info about manipulation performed by the user during the follow-up should be documented in the complaint report.

Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2006. Upon scheduled follow-up on (B)(6) 2008, the user was unable to start a threshold test (both atrial and ventricular). Upon touching the start button, the threshold screen blinked once, but no test would initiate and there was no error message accompanying this behaviour. Reportedly, telemetry was not an issue. Other testing was performed normally. The problem occurred with starting voltage programmed to 3.0v with 2 spikes. The problem was resolved by reprogramming the starting voltage to 4.5v.